Event description:
On 24aug2023, a patient (pt) called to report difficulty removing a right eye (od) 1-day acuvue® moist® for astigmatism brand contact lens (cl) on (B)(6) 2023. The pt reported the od cl caused dryness and was stuck to the eye, and the pt experienced tearing after removal of the lens. The following morning, the od was swollen, painful and irritated. The pt went to an urgent care clinic (date not provided) and the od was examined. The doctor advised there were no scratches on the cornea, but the eye was irritated. The pt was prescribed erythromycin op 5 mg, apply 0.5¿ to od every 4 hours while awake. The pt couldn¿t recall how many days the treatment was prescribed, but the reported the symptoms did not resolve. The pt went to an ophthalmologist on (B)(6) 2023 and was diagnosed with corneal edema. The pt was prescribed fluorometholone 0.1%, 1 drop od four times daily (qid) for 1 week, then twice daily (bid) for 1 week. No return visit to the ecp was advised. The pt reported the symptoms resolved but continued to experience blurry vision with glasses. The pt will return to the ecp for evaluation of the blurry vision. On 24aug2023, a representative at the pt¿s treating ophthalmologist office provided additional information. The pt was seen on (B)(6) 2023 and diagnosed with od corneal edema. The pt¿s medical report reflects the pt is not sleeping in the lenses. The va was 20/50 with glasses; eye pressure was ¿good¿; bulbar and conjunctival giant papillary conjunctivitis (gpc), trace injection, conjunctival staining with fluorescein; conjunctival "chalazas." The slit lamp exam revealed trace corneal edema, low tear film, no cell or flare and van herick, grade 3. The pt was prescribed fluorometholone 1 drop qid for 1 week, then bid for 1 week. No cl wear for 2 weeks. The pt called the office on 25aug2023 to advise the pt didn¿t like the fluorometholone eye drops as it made the vision blurry. The pt was prescribed pred-forte 1%, 1 drop od qid for 1 week, then bid for 1 week. No return visit was noted. On 28aug2023, the pt provided a medical report dated (B)(6) 2023. Visit date: (B)(6) 2023: chief complaint: ocular irritation od. The pt was removing a cl ¿about a week ago¿ and was having ¿troubles¿ and ended up scratching the eye. The pt went to an urgent care the next morning due to eye swelling. The pt is using erythromycin as directed, last used thursday. The pt reports that the dr didn¿t see any scratches on the od; vision still blurry. The pt stated pain has resolved, has not worn cls for 1 week, and is not sleeping in lenses. Corrected va: od 20/50. Od exam: conjunctiva 1+ gpc, trace injection, conjunctival staining with fluorescein, conjunctival chalasis; cornea: corneal edema trace, tear debris and low tear film; anterior chamber: no cell or flare; van herick grade 3. Od lens: 1+ nuclear sclerosis. Dx: od corneal edema. Prescribed: fluorometholone 0.1% eye drops qid for 1 week then bid for 1 week no cl wear for 2 weeks. Return to clinic if signs/symptoms worsen. On 30aug2023, the pt reported the ecp recommended pt see a specialist to make sure ¿all is fine,¿ but pt advised is busy and does not know when pt could see the specialist. On 10sep2023, the pt provided a partial medical report dated (B)(6) 2023. Date of visit: (B)(6) 2023. Chief complaint: eye issue. Diagnosis: eye irritation. Pt presents to urgent care with right eye irritation over 1 day ago after removing cl. Pt complains of od drainage and swelling since 2:30 yesterday; pt thinks there could be a piece of cl in the eye after trying to remove the lens. Pt denies change in visual acuity. Pt took nothing for relief. Exam: corrected va od: 20/70. Od was inspected with fluorescein stain. No reuptake and no part of the cl was noted in the eye. Plan: pt was concerned there was part of a cl in the od. The od was inspected with staining and no part of cl was noted, no scratches. Recommended the pt use warm compresses. Prescribed erythromycin ointment 0.5%, apply ½ inch to affected eyelid every 4 hours while awake.. Pt will fu with ophthalmology if needed. On 12sep2023, the pt provided a medical record dated (B)(6) 2023 . Date of visit: (B)(6) 2023. Pt visited treating ophthalmologist 1 ½ months ago for irritation in the od. Pt changed cl brands and noticed that it was ¿suctioned cupped to her eyes¿. The pt thinks when the cl came out, it folded, and pt thinks it scratched the od. Pt wants to make sure ou are good. Pt denies pain or discomfort. No eye drops. Va od: 20/50+2 cc dist; iop od: 10. Od exam: conjunctiva: within normal limits (wnl); cornea, epithelium: elevation of epithelium, superior to visual axis, irregular epithelium around that area; anterior chamber: deep and quiet. Anterior segment exam: 2x injected od with no staining. Diagnosis and plan: inj conjunctiva and corneal abrasion without fb, od. Plan: mild corneal abrasion w/small scar of cornea ¿ no ulcers seen. Recommend staying out of cls for 6 weeks. Advised pt to get new cls, return care to treating ophthalmologist, and return as needed (prn). With the receipt of the medical report on (B)(6) 2023, the pt¿s od diagnosis of small scar of the cornea was determined to be a serious adverse event. The location of the od corneal scar was not provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4260710101 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. No additional medical information has been received. No additional medical information is expected.

Manufacturer narrative:
H3 other text : suspect product discarded.

Manufacturer narrative:
On 04oct2023, MDR # 1057985-2023-00070 was submitted to the FDA with an error in the summary advising the date of a patient (pt) visit (B)(6) 2023. This date of visit should have been noted as (B)(6) 2023. This error was noted in a review of the file on 11oct2023. Please see the updated date of visit corrected from (B)(6) 2023. On (B)(6) 2023, the pt provided a partial medical report dated (B)(6) 2023. Date of visit: (B)(6) 2023. Chief complaint: eye issue. Diagnosis: eye irritation. Pt presents to urgent care with right eye irritation over 1 day ago after removing cl. Pt complains of od drainage and swelling since 2:30 yesterday; pt thinks there could be a piece of cl in the eye after trying to remove the lens. Pt denies change in visual acuity. Pt took nothing for relief. Exam: corrected va od: 20/70. Od was inspected with fluorescein stain. No reuptake and no part of the cl was noted in the eye. Plan: pt was concerned there was part of a cl in the od. The od was inspected with staining and no part of cl was noted, no scratches. Recommended the pt use warm compresses. Prescribed erythromycin ointment 0.5%, apply ½ inch to affected eyelid every 4 hours while awake.. Pt will fu with ophthalmology if needed. No additional medical information has been received. No additional medical information is expected. If any further relevant information is received, a supplemental report will be filed.